Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. During the procedure, the needle pulled off of the suture. There were no adverse patient consequences reported.